Event description:
The pt developed an infection at the implantable neurostimulator site. Symptoms included inflammatory changes in the pocket. The device system was explanted. The hcp reported the pt outcome as 'recovered without sequela.'

Manufacturer narrative:
Analysis of the neurostimulator revealed 'no anomaly found." The device was functionally ok.